Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that their receiver would not turn on on (B)(6) 2015. Patient reset the device and the reported issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. However, a "call tech support" error message was observed on the screen. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.